Event description:
Diabetic cat. We have been treating him since february with two daily doses of insulin. The bd ultra fine ii short needle insulin syringes we have purchased have consistently broken during the administration of the insulin injection. Everytime this happens, we are left wondering whether the insulin penetrated the skin. Yesterday we had a broken syringe in the am and pm. Because cat started vomiting in the early evening, we assumed he did not receive his insulin earlier in the day. So when the evening needle broke, we readministered the insulin shot. Early this morning (9:00 am) we discovered cat in a coma. We attribute this medical trauma to a defective insulin needle.